Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl (250 mcg/ml) and morphine (10 mg/ml) via an implanted infusion pump. It was reported the patient's catheter was revised on (B)(6) 2020 as the catheter was too high. No further information provided.